Event description:
It was reported that noise was observed on both the right atrial (ra) and the right ventricular (rv) leads. The detection settings on the device was changed and the patient is closely being monitored. The leads remain still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.